Event description:
It was reported that the safety did not engage. No patient injury was reported.

Manufacturer narrative:
Given no product has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. Root cause could not be defined with confidence. All materials in the manufacturing process, as well as all finished good products are released to market based on approved quality specification. Product is released after the review of all acceptance of applicable documentation. No discrepancies or abnormalities relevant to the complaint after DHR review.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given were to recur. Report 3012307300-2022-08842 is no longer considered reportable, please disregard any MDR reports associated with it.